Event description:
After the patient fell out of "a 2 car" and hit their head on the implanted side, patient no longer responded to the implant. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery is yet to be scheduled.